Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump, model# 8637-40, sn (B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/stall was due to the shaft-bearing.

Event description:
It was reported a confirmed motor stall occurred with no motor stall recovery recorded. The patient heard the alarm the day prior. The logs noted the alarm occurring at 09:55 on (B)(6)-2015. The patient was at home at the time of the event. The patient experienced symptoms of diaphoresis, runny nose, coughing, and feeling ¿a little weak.¿ the patient began to feel sweaty on (B)(6)-2015. The pump was interrogated the morning of (B)(6)-2015 and the motor stall recovered at 21:29 on (B)(6)-2015. The cause of the motor stall was unknown. It was confirmed that an MRI was not the cause of the motor stall. The patient was replaced later that day and the patient was doing fine and receiving effective therapy. It was noted the pump elective replacement indicator (eri) was estimated to be 19 months and the next refill date was (B)(6). The pump was used to deliver morphine (compounded) and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j11297r01, implanted: 2002-(B)(6), product type: catheter. (B)(4).